Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient developed a skin reaction with a lump and staph infection at the needle puncture site. The reaction was treated with a prescription of an unspecified oral antibiotics. At the time of the report, it was stated that the area of the skin reaction and the staph infection healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.